Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a company representative (rep) regarding a patient receiving intrathecal morphine (10 mg/ml at 2.75 mg/day) via an implanted pump for an unknown indication for use. It was reported that the patient reported discomfort at the pump pocket site stating that it was hitting their ribs and causing discomfort. Regarding any environmental, external, or patient factors that may have led or contributed to the issue, per the healthcare provider (hcp) the patient had significant weight loss after undergoing cancer treatment. The patient was taken to the operating room today. The hcp opened the existing pump pocket and dissected out the pump and proximal segment. The hcp also prophylactically removed the dacron pouch. Using the existing pocket, the hcp dissected the tissue more inferiorly in the abdomen allowing him to move the pump down away from the patient's ribs. The pump was anchored using one anchor site. The hcp aspirated the catheter after placing the pump back on the pocket with positive return of cerebrospinal fluid (csf). The incisions were irrigated and then closed. The issue was resolved at the time of this report and the patient's status was "alive-no injury". The patient's weight and medical history were asked but unknown.